Event description:
K-wires were implanted for repair of thumb on (B)(6) 2015. The broken wires were causing the patient pain and needed to be removed on (B)(6) 2015. The patient had to come back a second time on (B)(6) 2015 to have a deeper portion of the wire removed.